Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted during testing however the buttons had intermittent response due to moisture damage on keypad traces. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value is 201 mg/dl. Nothing further reported.